Manufacturer narrative:
H10: added this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information has been added to the following field:   a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined; however, it is likely the power does not turn on due to the failure of the power supply unit, and the power switch does not operate normally due to the failure of the power switch.   Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when it was found the device had a faulty power supply and a damaged main switch. Additionally, the evaluation found the front panel was damaged, the video connector latch was worn out causing a poor connection with pigtails, it was running an older software version 3.01, and it was displaying a black and white image due to a faulty printed circuit board. The investigation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii video system center was not turning on. It is unknown if the issue was observed during a procedure. There was no report of patient injury or medical intervention associated with this event.